Event description:
Bard foley cath inserted, balloon deflation was attempted to reposition catheter for urine return and balloon was not able to be deflated. Urology consulted and came with ICU team and with ultrasound ruptured the balloon. FDA safety report ID# (B)(4).